Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed. Eval: conclusion: device not returned.

Event description:
The user reported that the middle port on the manifold was leaking air at the handle. The physician noticed the air just before setting up to inject into the left ventricle. The user reported four defective devices. No harm or injury was reported. This is one of four reports for this complaint. 1721504-2012-00034, 1721504-2012-00035, 1721504-2012-00036 and 1721504-2012-00037.